Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). It was noted that the original implant procedure was outside the indications for use. The physician elected to proceed with the case with a three (3) vessel snorkel technique and the afx stent graft placement. Approximately 2.5 years post initial procedure, a type 1a leak (gutter leak) with sac growth was identified. A secondary procedure was completed. The physician elected to coil to resolved the reported endoleak. The patient was reported in stable condition post secondary procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and or imaging. Several attempts were made to obtain medical records and/or images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However it was noted that the original implant procedure was outside the indications for use therefore the mostly likely cause of this event is user related. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.